Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of over 600 mg/dl and current blood glucose was 150 mg/dl. The blood glucose values provided were 120 mg/dl, 340 mg/dl, 350 mg/dl and almost to 400 mg/dl. Customer treated high blood glucose with manual injections and insulin pump bolusing and then blood glucose went down to 500 mg/dl. Based on customer report customer does not allege pump was under delivering. The drive support cap appears normal. The customer also stated that, the infusion set cannula was bent and site was leaked. The device is not expected to be returned for analysis.